Event description:
The sale representative reported on behalf of the facility a colleague infusion pump, which exhibited channel failure during patient use, briefly interrupting therapy. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.